Event description:
The surgeon attempted to implant the lens but it ripped as it was being ejected from the injector/cartridge. The lens was inserted and removed in the same surgery for another same type lens. The surgeon stated there was no patient injury. The patient's prognosis is good and the best-corrected visual acuity at 9 days post-operative was 20/25.